Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was explanted/replaced (with a different model) as a result of invalid impedance being present during surgical intervention. The explanted product will not be returned to sjm. The leads were reported under MFR report #: 1627487-2014-05139 and 1627487-2014-05140. Surgical intervention resolved the pt's issue.